Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01us-delsys / expiration date: 11-dec-2020 / serial#: (B)(4), UDI#: (B)(4), mfg date: 01-oct-2020. Labeled for single use: yes.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, pericardial effusion, tamponade and cardiac arrest. During the procedure the patient developed tamponade and the physician deems it secondary perforation from the catheter. A sternotomy was performed. The leadless implantable pulse generator (ipg) had been implanted and then inactivated and temporary epicardial pacing leads were placed. The patient had a cardiac arrest, was resuscitated and was likely sedated post. The following day, the leadless ipg was re-activated and exhibited no ventricular capture and appeared to be sensing p-waves. The patient had a further surgical procedure to wash out their chest cavity. The patient was, "woken up," when they were, "doing ok," and then had a further procedure to explant the leadless ipg, replace it with a transvenous implantable pulse generator (ipg) system and the temporary epicardial pacing leads were removed. During the procedure the patient was moving and, "jumped," at one point. No further patient complications have been reported as a result of this event.